Event description:
It was reported that during a c-section procedure, the device misfired. Later that afternoon, the staples popped out of the patient and it was noticed that the staples were not formed correctly. The patient was taken back into the operating room and another device was used to re-staple the c-section area. Unknown patient current condition. The device was discarded. Additional information was requested.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The device was not returned for analysis. However, there was a packaging lot or batch number provided by the user facility. With this information, the manufacturing related records were reviewed and we were unable to confirm the complaint nor determine a manufacturing or design related cause for the reported event. Complaint information is trended on a regular basis to determine if further investigation is warranted.